Manufacturer narrative:
(B)(4). The device was returned to factory for investigation. A visual inspection was conducted. Signs of clinical use, evidence of blood and charred tissue were observed on the jaws. The jaws were burnt . The silicon insulation over the jaws were melted, frayed and detached. The clevises around the jaws were melted. The heater wire was flexed away from the hot jaw but it remained attached at the base and the tip of the jaw. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. It was observed that when the toggle was pushed to be at the off position, the jaws would not open because of the melted silicon and the clevises. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device and the investigation results, the reported complaint was not confirmed for "self activation or keying" but was confirmed for the analyzed failures " burn of the device or device component -jaws" and " mechanical issue".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was plugged into extension cable and set aside before the procedure. The jaws turned on by themselves and would not turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was plugged into extension cable and set aside before the procedure. The jaws turned on by themselves and would not turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.